Manufacturer narrative:
Analysis of historical record: orthofix (B)(4) checked the internal records related to the controls made on the device code 99-36501 lot v1391555 before the market release. No anomalies have been found. The original lot, manufactured in march 2015, was comprised of (B)(4) units. All of them have already been distributed to the market. No other similar notification was received by orthofix (B)(4) on this specific device lot. Technical evaluation: the returned device, code 99-36501, received on june 3, 2015, was examined by orthofix (B)(4) quality engineering department. The device was subjected to visual and functional check as per orthofix (B)(4) design specifications. The visual check did not evidence any anomalies. The two clamps of the fixator were then subjected to locking test, which evidenced that both of them reached the locking value expected, although with different rotation degrees. This condition does not influence the functionality of the device. The results of the technical analysis evidenced the conformity of the device to orthofix (B)(4) design specifications. Medical evaluation: the information made available on the case together with the results of the technical investigation, was sent to our medical evaluator. In this case there was a well described failure of one of the joints of a radiolucent fixator to lock, because the cam could turn 360 degrees without resistance. In this case there was no injury and the patient was not affected, being treated in just as good a way as originally intended. However, if no spare fixator was available, treatment would have been compromised. From the information in the original complaint and in the technical analysis, I understand that the operating room staff assumed that the fixator in question did not work as specified because the cam could be rotated nearly 180 degrees before resistance. Although the cams rotated a different amount, the technical analysis states that they both function as designed, and lock the joint when tightened to a firm torque. Surgical teams who use various orthofix fixation devices may expect the cam to work in the same way: that is to continue to tighten the joint up to 180 degrees of rotation and then to loosen. In the second clamp in the technical analysis the cam has rotated about 175 degrees, and in other fixators this would cause the surgeons to resect it as being unsafe. I suspect that this is the reason for the "failure" in this case." Based on the results of the technical evaluation performed on the returned device, that evidenced its conformity to orthofix (B)(4) specifications, and on the evidences deriving from the medical evaluation, orthofix (B)(4) can conclude that the problem that occurred is not device related. The analysis of the historical data evidenced that no other similar notifications have been received on devices belonging to the same lot. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6); surgeon name: dr. (B)(6). Date of initial surgery: (B)(6) 2015; body part to which device was applied: wrist; surgery description: fracture treatment; patient information: (B)(6), female; problem observed during: clinical use on patient/intraoperative; type of problem: device functional problem. Event description: the problem occurred in the operating room at the tightening of the locking cams. The cam did not lock in a stable position the clamp therefore could not guarantee maintenance of the reduction. Usually when the cam is rotated at 90 degrees with respect to the initial position the clamp is already locked. Being already experienced users of this system, all the operating room staff and doctors know the locking system and immediately noticed that unlike the usual, in this case the cam could be rotated of 180 degrees from the initial position, without steadily locking the clamp. Beyond 180 degrees the cam approaches again the starting position and then to unlock the clamp. In any case, there were no major consequences. As they are experienced users, they immediately recognized the problem and replaced the fixator with a pennig fixator. No adverse effects on patient. The complaint report form indicates: the device failure had no adverse effects on patient; the surgery was not completed with used device; a replacement device was immediately available to complete surgery; the event did not lead to a clinically relevant increase in the duration of the surgical procedure; an additional surgery was not required; copy of operative reports is not available; copy of x-rays images is not available; comments: no x-rays, further information on patient and on the surgery have been provided as the problem occurred did not depend on operating conditions and did not have any adverse effects on patient. (B)(4).

Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on the device code 99-36501 lot v1391555 before the market release. No anomalies have been found. The original lot, manufactured in march 2015, was comprised of (B)(4) units. All of them have already been distributed to the market. Technical evaluation: the device involved was received by orthofix srl quality engineering department on (B)(6) 2015. The technical evaluation of the device involved is currently on going. Medical evaluation: the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation is currently on going and will be finalized once further information and/or the results of the technical analysis are available. As soon as further information and/or the results of the technical analysis are available, orthofix srl will finalize the investigation and provide you with a follow up report.